Event description:
It was reported to tyco healthcare/kendall on august 16, 2006, that a customer had a problem with a foley catheter. The customer states that catheter was inserted, and balloon filled as per mfg instructions. The catheter was in for less than 24 hours when the pt felt an unusual sensation in the bladder, then the catheter fell out. The customer reports that the balloon had burst.